Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results- there are no previous complaints of the same code-batch. There are no units in our stock. We have received two closed samples and one open and unused sample with the suture inside the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the linear pull tensile strength of the three samples received and the results fulfil the requirement of united states pharmacopeia (usp). Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Linear pull tensile strength results before releasing the product were (B)(4) in average and (B)(4) in minimum and fulfilled usp requirement. Final conclusion- although the results of the samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with a suture pack during surgery. After the pack was opened, it was noted that the suture was brittle and it tore/broke. Additional information on the patient and procedure were not provided.